Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral artery with mild tortuosity. A 6 x 150 mm armada 35 percutaneous transluminal angioplasty (pta) balloon catheter was advanced to the lesion with no reported resistance; however, the balloon leaked on the first inflation to 7 atmospheres. Another same sized armada 35 pta balloon catheter was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. It is likely that the rupture occurred due to interaction with calcification or associated devices during use. The scratches noted near the rupture site also suggests mechanical damage to the outer surface occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.